Event description:
It was reported that there was a concern for pump thrombus. There was a power spike noted on interrogation and rising lactate dehydrogenase noted at 745. Log files were sent for review and there were no unusual events recorded. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.